Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ez steer nav ds and the catheter tip was broken. There was no adverse patient consequence.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. As such, section d9 has been populated. It was reported that a patient underwent a cardiac ablation procedure with a ez steer nav ds and the catheter tip was broken. There was no adverse patient consequence. Device investigation details: a visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed a bent mark in the tip section; however, no internal components were observed exposed. No other damage or anomalies on the device were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The broken tip reported by the customer could not be confirmed during the analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The bent mark was not related to the reported event, and the potential cause could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).